Event description:
Complainant claims the femoral tibial extractor broke during surgery and either a piece of the extractor or a piece of bone cement struck the or light. Resulting in broken glass falling onto the patient. Surgery was slightly delayed by this event. No injury to the patient was reported.